Manufacturer narrative:
Investigation summary: two picture samples were provided for evaluation by our quality engineer team. Through examination of the pictures, a black particle was identified on the product; however, through the picture samples alone, our quality team was unable to identify where the foreign particle originated from or whether the particle was within the extension tubing or outside of the extension tubing. A device history record review was completed by our quality engineer team for provided lot number 8274606. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Rationale: based on an evaluation of severity and frequency it was determined that no corrective action is required at this time, as preventive action a notification was sent to the team responsible, to focus in detect any foreign matter inside and outside of the device.

Event description:
It was reported that the bd saf-t-intima IV catheter safety system 24 g x 0.75 in. Experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: it's noticed that black foreign matter in the ext. Tubing after unwrapping the package.